Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 system ((B)(4)), smartablate generator ((B)(4)), smartablate pump ((B)(4)), soundstar catheter ((B)(4)), decapolar catheter ((B)(4)). The device was not returned to bwi.

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter on (B)(6) 2016 and suffered an esophageal fistula requiring surgical intervention (left atrial patch as a preventive measure) and extended hospitalization. It was noted that the injury involved the esophagus only and the atrium was intact. Patient was fully recovered with no residual effects. Physician assessed the cause of the adverse event was possibly procedure - related and patient's condition - related. Ablation was conducted at the site of injury at 20 watts on the posterior wall of the left atrium with average of 15-20 seconds per burn. Esophageal protection measures included use of a temperature probe.